Event description:
During follow-up visit with dr, pt complained of multiple noise alarms. Review of noise data indicated greater than 300 minutes of right fall-off, review of noise checklist was completed but no problem was found. A new electrode belt was given to pt. One day later, the pt called complaining, again of multiple noise alarms. After reviewing noise data, it was determined there was greater than 300 minutes of right fall-off again. A new monitor was ordered.